Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The pt was noted to have scar tissue and an extensive cardiac history. The duett was deployed and hemostasis achieved. The pt was discharged to home the following day without complication. The pt reported feeling tingling in the right foot two days later, but returned to the usual work routine the next day. Five days later, the pt presented at the hosp with a painful right leg. A diagnosis of arterial occlusion was made, which was treated (unsuccessfully) with surgical intervention. Further treatment consisted of anticoagulation, transfusion and t-pa infusion over four days. The event was resolved and the pt was discharged to home.